Manufacturer narrative:
One workmate claris amplifier was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. The amplifier was powered on and successful communication was established with the test standard workmate claris computer. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude, and stimulus switching was performed and confirmed that the returned amplifier performed within specifications. The communication test was run for several hours with no interruption or drop in communication observed. No error message was displayed. The cause for the reported communication issue and subsequent cancellation remain unknown.

Event description:
During a cyro pulmonary vein isolation / atrial flutter procedure, the amplifier was unable to connect to the claris pc and the case was cancelled. The amplifier was power cycled and the fiber and ethernet cables were replaced which did not resolve the issue. The case was then cancelled.